Event description:
Information received indicates the siderail is not latching.

Manufacturer narrative:
The technician found the siderail latch was bent. He straightened the siderail latch to repair the bed. The siderail is now locking properly.